Manufacturer narrative:
The device was not returned for analysis. Once the device is received a supplemental report will be provided. Per the solitaire 2 instructions for use (IFU): - warning: if excessive resistance is encountered during the delivery of the solitaire¿ 2 revascularization device, discontinue the delivery and identify the cause of the resistance. Advancement of the solitaire¿ 2 revascularization device against resistance may result in device damage and/or patient injury. - for each new solitaire¿2 revascularization device, use a new microcatheter.

Event description:
Medtronic received report that during a solitaire stent retriever was noticed to be damaged upon retrieval. This solitaire was used with the same microcatheter that was used to deliver the first device. The physician felt severe resistance at the hub and reported that it was difficult to insert the mechanical thrombectomy device into the microcatheter (it was hardly possible). However, after a while the physician was able to deploy the mechanical thrombectomy device but it was impossible to retrieve the clot. The catheter and solitaire device were eventually removed. Upon inspection of the removed solitaire device, it was noticed to have a "strange" shape. It was not cylindrical but twisted in the middle section of the stent. The devices were reported to have been used and prepared per their specific instructions for use (IFU). The patient was undergoing a mechanical thrombectomy procedure to treat an acute ischemic stroke due to an occlusion in the m2 middle cerebral artery. It was reported that the patient was treated with IV-tpa prior to the mechanical thrombectomy procedure and the patient's vessel was tortuous. Baseline nih stroke scale was 25. Patient death was reported to have occurred 5 days after the intervention procedure; its cause is currently unknown.

Manufacturer narrative:
Two solitaire 2 stent devices, one rebar-027 catheter and one terumo guidewire were returned for analysis. One solitaire2 was found protruding from the distal tip of the rebar-027 catheter for ~4.5cm. Visual inspection showed no irregularities outside of the marker band area, the pushwire or marker coil. The non-working length (tear-drop) struts were found to be bent. An identified tubing and wire were found constricting the middle working length of the stent. The proximal end of the tubing appeared to have jagged edges and the distal end appeared to have smooth edges. The length of the tubing was measured to be ~1.83mm (0.072¿). The thickness was measured to be ~0.026mm (0.0010¿). The wire was examined and appeared to be flat. The unidentified wire width was measured to be ~ 0.078mm (0.0031¿). The thickness of the wire was measured to be ~ 0.020mm (0.0008¿). The solitaire 2 stent device was then cut at the marker coil and sent out to scanning electron microscopy for analysis of the unidentified tubing and wire. The rebar-027 catheter was examined and no damages were found with the hub or shaft. The catheter was flushed with water and found patent. The catheter inner liner was examined and no issues were found. The terumo guidewire was examined and the tip was found bent at the distal end. The outer diameter of the guidewire was measured to be ~0.014¿. The second solitaire 2 stent was examined. The finger markers were examined inside the sheath and they were aligned properly. The device was pushed out of the introducer sheath without issue. No defects were found. The stent was pulled back into the introducer sheath without issue. No other anomalies were observed. The investigation is in progress. A supplemental report will be submitted when the investigation is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The investigation has been completed. The unknown tubing material was analyzed using fourier transform infrared spectroscopy (ftir). The polymer was found to be polyester most consistent with polyethylene terephthalate (pet). The unknown wire was analyzed using scanning electron microscopy with energy-dispersive x-ray spectroscopy (sem-edx). The wire was found to be stainless steel with silicon and titanium. The source of the materials is not known and a definitive cause for the event has not been identified. The root cause of the reported event could not be determined, however, it is likely that the unknown tubing and wire contributed to the reported resistance during delivery. In addition, it is likely that bends found with the returned stent device struts are a likely result of the reported resistance during the delivery. However, due to the damaged condition of the returned stent device it could not be used for testing. Per the solitaire 2 IFU (instructions for use): "if excessive resistance is encountered during the delivery of the solitaire 2 revascularization device, discontinue the delivery and identify the cause of the resistance. Advancement of the solitaire 2 revascularization device against resistance may result in device damage and/or patient injury. For each new solitaire 2 revascularization device, use a new microcatheter." The returned rebar-027 catheter evaluation did not reveal any evidence that the catheter was defective. A definitive cause for the event has not been identified. A formal investigation was initiated to address the reported incident. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient death occurred 5 days after the intervention procedure. The cause was believed to have been from malign infarction of the left mca territory.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.